Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that after closing the door the detector would not move out of its open position even as the site continued to hold the door close button. The site rebooted system again and it operated normally. No patient was present at the time of the event.